Event description:
After splinting material was applied to the pt's posterior right leg, pt complained of discomfort. The material was removed, and the skin was noted to be red in color. The pt was treated for a first degree burn.